Event description:
It was reported that the patient called in to arrange a device check with a field representative and they mentioned they were in the hospital and the ECG monitor showed a rate below the expected programmed lower rate of the device. Follow-up was done with the patients clinic. The clinic was unaware of the hospital visit or any issues with the device. Unable to fully substantiate patients claim at this time. Patient was advised to contact their physician in order to arrange a device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).